Event description:
It was reported that the patient had not been getting adequate therapy; experiencing "excruciating pain". The catheter was in the epidural space. The old system was taken out and a new system was implanted. The patient status at the time of the report was alive-no injury/no adverse event. The pump delivered clonidine.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709 serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the 8709 catheter revealed a segment of this catheter was returned which passed testing. Analysis of the other returned partial catheter revealed coring, tears, or cuts in the seal of the suture less connector which met leak criteria.